Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had audio anomaly. Customer's blood glucose value was 6.4 mmol/l at the time of the incident. The customer was not assisted with troubleshooting. Customer stated that the insulin pump got low alert now and still didn't vibrate. Customer also stated that the insulin pump vibrated during the vibrate test portion of the self test. The device will not be return for analysis.